Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Noted was that it is likely that the reference movement during this procedure secondary to placement of screws on l3 and l4, which could have caused an inaccuracy. 08/24/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. 09/18/2015 a medtronic representative, following-up at the site, reported the surgeon breached the medial pedicle wall. It was only one screw that was inaccurate. Did not put another screw in. Not aware of any adverse effects. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged a 5 millimeter inaccuracy. The surgeon was in the process of a scoliosis case, placed the reference frame on spinous process of l3, completed automatic registration with the imaging system, and placed screws in l3 and l4 accurately. After placing a screw in l2, the surgeon deemed being inaccurate and checked with the probe discovering 5 millimeters inaccurate medially. They re-spinned using the imaging system and auto-registration, and were accurate after the re-spin. The surgeon completed the procedure with the use of the navigation system.

Manufacturer narrative:
The site staff has been trained by medtronic personnel to ensure that the reference frame is not bumped/moved after registration. They are aware that failure to do so can result in inaccuracy.